Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that intermittent loss of capture, high capture threshold and variable r-wave sensing were observed. The lead was repositioned successfully. The patient condition was good during and after the event.